Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test due to faulty force sensor resistor. Analysis was unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, scratched lcd window, cracked battery tube threads, missing end cap sticker and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 350 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.